Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that for the last couple days the patient had been having issues with their handset. When they go to do a bolus, instead of going right to the most important ones to give themselves, the handset had a circle in the middle of the screen and the white line goes in a big circle. Agent asked if the handset was getting stuck while looking for the device or when retrieving the pump and the patient said that it has happened a long time, but they were told that happens a lot. During the call they restarted the handset and cleared the data services. They will monitor the issue and call back in if needed.